Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. Packaging information was not provided either so manufacture date and lot number were not available. Prior to release into the different areas of the hospital, the (B)(6) biomedical engineers charged and tested each of the pumps using its ace power adapter. The restep pumpkits were set up by stryker personnel at the time of implementation and none of the ac power adapter cords had damage. This is the first complaint sss has received for a damaged ace power adapter cable.

Event description:
It was reported that the outer layer of the restep power cord was damaged and while wrapping tape around the cord, a nurse received a slight shock. The nurse did not have any injury and no treatment was necessary.